Manufacturer narrative:
(B)(6) - 08/19/2015 - the device in question was returned for an evaluation, which was completed as of 07/27/2015. That evaluation found that the alarm on the device was not functional. The underlying cause of this alternative issue was determined to be a defective/broken power switch.

Event description:
The unit is extremely noisy. Evaluation showed unit had no alarm.